Event description:
The surgeon inserted an cq2015 three piece collamer lens and the haptic tore. The incision was charged to remove the lens and sutured. The reporter felt the torn haptic was due to a loading error. There was no patient injury.